Manufacturer narrative:
The product assessment center (pac) technician further evaluated the device and was able to verify the reported issue. The cause of the reported issue was isolated to the reed switch, sw5. The customer's device was archived by stryker.

Event description:
Stryker was performing preventative maintenance on a device and observed that the device does not power on when the lid is opened. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the device does not power on when the lid is opened. The customer received a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Stryker was performing preventative maintenance on a device and observed that the device does not power on when the lid is opened. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.